Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient informed the mss that the alleged inaccuracy issue occurred around ¿a week¿ before the alert date of (B)(6) 2016. At this time the patient obtained blood glucose readings of ¿592 and 318mg/dl¿ with the subject meter. The patient manages their diabetes with unspecified dosages of lantus insulin the morning and in the evening and denied making any changes to their diabetes management regimen as a result of the alleged product issue. A week after the alleged product issue occurred, on (B)(6) 2016, the patient developed the symptom of ¿sweating¿; a symptom which the patient informed the mss was associated with low blood glucose levels. The patient visited their doctor¿s office at 9:20am on (B)(6) 2016 as a result of this and their doctor advised the patient to call lfs to change their meter. The doctor also gave the patient unspecified ¿antibiotics¿ for an unrelated health issue at this time. At the time of troubleshooting the cca noted that an approved sample site was being used and the patient¿s testing technique was correct. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.